Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, phone_control_android, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, tp1a.220624.014.a716usqsbgxb1, cloud - smartphone hardware, sm-a716u, cloud - cgm sensor type, g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. In addition the patient reports having an infection at the pod infusion site (arm). The patient reports they had lost consciousness. Treatment information was not provided. The patient reports they were discharged from the hospital after 5 days.